Manufacturer narrative:
The device involved in the event will not be returned as it remains implanted in the patient.

Manufacturer narrative:
Based upon the clinical findings, there was evidence to support: a type ib endoleak of the left common iliac artery, and a persistent type ii endoleak from the uncoiled left hypogastric artery. There was no evidence to support a type ia endoleak. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a manufacturing or design related issue or a root cause could not be conclusively identified based upon the available information. However, product use was incongruent with the IFU due to: the cuff was two sizes larger in diameter than the main body; and, bilateral iliac artery diameters greater than 2.3 cm (left - 2.5 and right - 3.1 cm, respectively). Patient factors that might have contributed to this event included the use of both antiplatelet and anticoagulation therapies. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant imaging study. Image assessments were based on three still angiogram photos.

Event description:
It was reported that the paitent had a secondary procedure due to a distal endoleak. The physician elected to treat the endoleak with a limb extension, and the patient is well.